Event description:
It was reported when the device was used during a low anterior resection procedure, the device was empty. The case was completed using sutures. Consequently, the or time was extended by an hour. There was no other patient consequences.